Event description:
The distributor of the device requested that the device event history log be downloaded and sent. The distributor reported that the patient expired. Smiths medical has requested additional information regarding the type of infusion, patient information, cause of death and type of device problem. No response has been received at this time.